Event description:
During the treatment, the machine alarmed several times. The nurse was unable to resolve the alarms; she elected to end the treatment without returning the blood to the patient, resulting in a blood loss of 93 ml. No product problem was identified but the patient was hemodynamically unstable; experienced a decrease in his hematocrit; and was transfused with a unit of blood.